Manufacturer narrative:
This report is being filed to update h6 as the perforation and resulting adverse effects were attributable to the lead from another manufacturer. Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal , lead design, and patient anatomy.

Event description:
It was reported that during lead extraction due to noise, the associated right ventricular lead was removed. When this right atrial lead was then extracted, the tip snapped off. The physician planned to remove the tip after the two remaining leads from another manufacturer were explanted. While one of these leads was being extracted, the patient's blood pressure dropped and it was determined that right ventricle had been perforated. An estimated 500 cc of blood entered the pericardium and the patient was sent to the cardiac surgery suite. The patient died during the surgery. No leads will be returned.

Event description:
It was reported that during lead extraction due to noise, the associated right ventricular lead was removed. When this right atrial lead was then extracted, the tip snapped off. The physician planned to remove the tip after the two remaining leads from another manufacturer were explanted. While one of these leads was being extracted, the patient's blood pressure dropped and it was determined that right ventricle had been perforated. An estimated 500 cc of blood entered the pericardium and the patient was sent to the cardiac surgery suite. The patient died during the surgery. No leads will be returned.

Event description:
It was reported that during lead extraction due to noise, the associated right ventricular lead was removed. When this right atrial lead was then extracted, the tip snapped off. The physician planned to remove the tip after the two remaining leads from another manufacturer were explanted. While one of these leads was being extracted, the patient's blood pressure dropped and it was determined that right ventricle had been perforated. An estimated 500 cc of blood entered the pericardium and the patient was sent to the cardiac surgery suite. The patient died during the surgery. No leads will be returned.

Manufacturer narrative:
This report is being filed to update h6 as the perforation and resulting adverse effects were attributable to the lead from another manufacturer.